Manufacturer narrative:
This complaint was reviewed during the retrospective review. The defect product was not returned, investigation is not possible, furthermore, no similar complaints were lodged on the same lot number. (B)(4). All available information has been disclosed. This complaint has now been closed.

Event description:
Air bubbles came out from 25g tdc cutter tip during peripheral shaving of an eye with detached retina. Cut rate:8000cpm, vacuum:650mmhg, flow:10cc/min, IV bottle height:50cm.